Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation on 06/22/2023. An investigation was conducted on 06/28/2023. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the intact c-ring as well as on the cannula handle. The metal scope wash arm was observed to be bent closest to the base of the c-ring. No other visual defects were observed. A mechanical evaluation was conducted. The blue toggle was manipulated to retract and extend the c-ring. The c-ring was able to be retracted and extended with no visual or physical difficulties observed. Based on the returned condition of the device as well as the evaluation results, the reported failure " material twisted/ bent c-ring" was confirmed. The DHR, shop floor paperwork was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. The lot # 3000314021 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Manufacturer narrative:
Trackwise ID: (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, it was discovered that the vasoview hemopro 2 c-ring was bent and when extended wouldn¿t retract. Nothing fell in the patient. A new device was used. No procedural delay. No harm to the patient.